Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to it being a standard for the implanting physician. During the attempted implant of a transcatheter valve, the patient went into asystole when the valve first crossed the annulus. Subsequently, backup pacing was initiated, and on the same day, a permanent pacemaker was implanted due to asystole.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was successfully implanted and the permanent pacemaker was implanted post-operatively. Per the physician, due to the delivery catheter system (dcs) being moved across the annulus/patient anatomy, the dcs may have contributed to the rhythm disturbance. It was noted that the patient regained their baseline rhythm during the procedure, but due to the run of asystole, it was decided to implant the permanent pacemaker.

Manufacturer narrative:
Updated data: b5. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. H11. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: deliv sys d-evolutfx-2329, product ID: d-evolutfx-2329, serial/lot: unknown, use by date: unknown, UDI: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.